Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. In addition, the pump battery was observed to be depleting quickly. Customer reported blood glucose level was 100-105 (mg/dl). Reportedly the customer will contact their healthcare provider to obtain alternate insulin therapy. Follow up was declined by customer to ensure backup therapy was obtained.